Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other mini trek device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that during a heavily calcified, mildly tortuous, 99% stenosed mid to distal right coronary artery intervention, the 1.2 x 6 mm mini trek rx balloon dilatation catheter ruptured during the first inflation at 10 atmospheres (atm). Then the 1.5 x 12mm mini trek rx balloon dilatation catheter was advanced, but ruptured during the first inflation at 8 atmospheres (atm). Other non-abbott and abbott devices were used to successfully complete the procedure. There was no adverse patient effect or a clinically significant delay reported. There was no additional information provided.